Manufacturer narrative:
A siemens field service engineer (fse) evaluated the immulite 2500 instrument. After evaluating the instrument, the fse replaced the sample and reagent probes and checked their alignments and ran a precision test. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant immulite 2500 ipth results were generated on one patient sample. The laboratory repeated the sample as they did not realize that it had been run several hours prior. The repeat result was lower than the initial result, so it was repeated two additional times. The patient was then redrawn and the fresh sample generated higher results. There is no known report of treatment given or withheld based on the discordant ipth results. Date of event not provided.